Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and upon further troubleshooting found primary failure mode was due to leaking r1 reagent syringe. The fse replaced the r1 reagent syringe to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned ise patient results due to generation of low anion gaps (agap) involving the dxc 700 au clinical chemistry analyzer. The erroneous results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics, and the exact number of patients affected is unknown.